Event description:
It was reported that the patient experienced intensified coughing with stimulation recently as well as more voice alterations than usual. Additionally, a "scope" of the patients left vocal cord was done and it was alleged to look "sluggish." This could mean that the vocal cords were not operating at full strength/ capacity per the nurse. Vns diagnostics were within normal limits. Patient had coughing and wheezing in early (B)(6). The patient's pediatrician had diagnosed that the patient has an reactive airway disease but was confirmed to not have pneumonia via x-rays. Patient also has asthma. Wheezing has resolved over time but patient has coughing in the morning and voice alteration. The coughing is prominent with increased activity of patient. Patient does not have a history of coughing or voice alteration prior to this event even though vns was implanted for several years. Patient will be doing a swallow test later. There was no recent trauma that is suspected to have caused these issues. No changes were made to the vns currently. If the cause of patient's issues are not determined after all testing and if vns is still suspected, adjustment to vns will be done at that time per the neurologist.